Event description:
Report 2 of 2. Consumer reported upon removal of a tampon the pledget fell apart. She manually removed some pieces from her vaginal cavity and also had her partner assist. She experienced some urethra irritation and consulted with a physician. No medications were prescribed and no medical follow-ups needed. Her symptoms resolved.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.